Event description:
Customer reported the insulin pump alarmed battery out limit and she was unable to clear it. Customer was lying in bed with alarm occurred. Customer does not know blood glucose level. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Battery out limit alarm was not verified due to unresponsive keypad. The device had cracked case at display window corner, battery tube threads, and reservoir tube lip.